Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed an error when the unit was switched on, error code 46221. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a degraded downstream occlusion (dso) seal and defective main board. The pump powered on with error code 46221. The cause of the customer reported problem was the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly and the main board, and the pump passed all functional tests and performed as intended after repair.